Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for off-label wilson's disease. It was reported that the caller stated the patient went through their previous pc in less than a year and it was dead upon replacement. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating that the issue was first noticed on(B)(4) 2018. The cause of the pc only lasting a year was due to high stimulation settings (rate (B)(4)hz, voltage 5.0v). They replaced the ins with a rechargeable one.